Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set "broke at the male luer where it attaches to the catheter". The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A nonconformance has been opened to address this issue. Although the sample was not received for evaluation, a root cause could not be determined. However, as an immediate action an awareness was performed to the manufacturing personnel to address the proper practice, during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.